Event description:
On (B)(6) 2013, it was reported that on the morning of (B)(6) 2013 the patient's blood glucose level was 200 mg/dl and correction was made with the infusion device. At noon the patient's blood glucose level was hi. The patient felt tired, sick, and nauseous. A correction of 8 units of insulin was made via the infusion device. At 5:00 pm, the patient's blood glucose level was 270 mg/dl and at 6:00 pm, it was 167 mg/dl. The patient's blood glucose level was normal on (B)(6) 2013. On (B)(6) 2013 at 3:30 am, the patient's blood glucose level was 250 mg/dl and correction was made with the infusion device. At 8:15 am, the patient's blood glucose level was 350 mg/dl. At that time the patient's mother disconnected her from the infusion device and instead she took 10 units of insulin via injection. The patient switched to her backup device and her blood glucose levels returned to normal. The mother feels that the device delivers an inaccurate amount of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm function of the pump was tested on the diagnostic test system and meets the specifications. The adapter passed the optical inspection. The received used cartridge was visually, leak and glide force tested. The cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.